Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted if the device is received.

Event description:
Received information that pump has stopped all insulin delivery. The customer's blood glucose level was impacted.